Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v142285, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and the implantable neurostimulator (ins) had caused some discomfort for the past three to four weeks. It was noted that the patient was completely incontinent over the past year and there had been no fall or trauma. It was unknown where the patient programmer was. It was reported that the patient had seen an urologist at the beginning of 2013. A week later, it was reported that a manufacturer representative did additional reprogramming and without any success concluded at all four electrodes were broken. It was noted that CT scans were done of the patient¿s abdomen and the device was turned off. It was reported that the patient had decided not to pursue any further interventions for now and the patient was feeling better than the date of the initial report.